Manufacturer narrative:
Serial number was initially erroneously reported. Corrected serial number and manufacturing information. Product ID: 3389-28, lot# unknown, product type: lead; product ID: 748295, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 7482-95, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was necrosis around the patient's ins. The patient's ins was set to be explanted due to the issue. When the patient's pocket was opened they found a broken extension 5 cm from the ins. The patient's ins and extension were explanted. There were no external or environmental factors that led to the event. Additional information was received on (B)(6) 2018 stating that the cause of the necrosis and extension break was not determined. The issue was stated to be resolved and the patient was good. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3389-28, lot# unknown, product type: lead; product ID: 7482002002, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial: (B)(4)) found no evidence of anomalies. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned extension. The ins output was tested at the cut end of the returned extension and good stable output was observed on all electrode pairs analysis of the extension (serial: (B)(4)) found all conductors of the extension were fractured at 4.5 cm from the proximal end. The proximal segment of the extension was received for analysis. No other segments were received. The outer insulation was damaged at 4.5 cm from distal/proximal end. The outer insulation had breached depression 3 cm from the proximal end. Electrical testing determined that the continuity of the conductors was complete. If information is provided in the future, a supplemental report will be issued.